Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected diaphragmatic stimulation as they felt a 'jumping sensation in their chest'. It was also reported that intermittent atrial undersensing was observed. The ra lead was explanted and replaced. No further patientcomplications have been reported as a result of this event.